Event description:
It was reported that the ventilator's touchscreen was not working. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. No harm was reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Reporting institution phone: (B)(6). Reporter phone number:(B)(6).

Manufacturer narrative:
The customer was advised that the touchscreen required replacement. Multiple attempts were made to obtain information regarding the device repair and operational status with no response and cannot be determined. If additional information is later obtained, a supplemental report will be submitted.